Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect belt / exposed wires) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was detached from the monitor case, damaging internal wires. The cause of the connect belt messages is the damaged receptacle and wires. The cause of the damaged receptacle and wires is excessive force placed at the receptacle while an electrode belt was attached. Root cause investigation is underway an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device had exposed wires and was prompting to connect the belt while it was connected.